Event description:
A malfunction alarm was reported by the customer. There was no adverse impact on the customer¿s blood glucose level. The customer initially struggled to reset the pump and received reset instructions from technical support. After following up, the customer successfully reset the pump, resolving the issue, and subsequently confirmed the resolution in an email.